Manufacturer narrative:
Follow-up # 1: the test strips failed testing. The test strip enzyme was found to be contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Supplemental sent to correct information omitted from previous supplemental; the control solution related to the complaint had been returned and pa analysis performed. However, the data was not contained in follow-up # 1. The MFR narrative should have included the text: the control solution passed all testing with no faults found. The reported issue could not be confirmed. Appropriate evaluation codes have been included in this supplemental. The alert date of follow-up # 1 should have read (B)(6) 2016.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an inaccurate erratic control solution result. The reporter claimed obtaining a control solution result of "119 mg/dl" which fell out with the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.